Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed due to urethral erosion. No further patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was removed due to urethral erosion. A new aus was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported, that this artificial urinary sphincter (aus) was removed, due to urethral erosion. A new aus was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. The component did not pass the leakage test, due to a tear identified in its shell, consistent with explant damage. The reported patient symptom of erosion is a known risk associated with implant of these devices, as indicated in the instructions for use.